Event description:
Four (4)f PICC placed (lot number refv3787), almost upon completion of line, noted to have crack in tubing causing leaking. Sf PICC replacement catheter exchange made at time of initial insertion attempt.